Event description:
It was reported that the system 9800 was taking a longer time to boot than usual and then would display "communications failure." There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The disk drive was replaced and reloaded. The system was tested and found to be working as intended and put back into service.